Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for a pre-existing ruptured aortic aneurysm measuring 9.5 x 8.2 cm with an aorto left renal arteriovenous fistula, and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2012, the patient underwent embolization of the hypogastric and lumbar arteries for a type ii endoleak with aorto left renal vein fistula. On (B)(6) 2012, the patient underwent embolization of the hypogastric and lumbar arteries for a type ii endoleak with aorto left renal vein fistula.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: albuterol sulfate, exforge, flovent diskus, sertraline, spiriva, symbicort, glucosamine chondroitin. Additional devices involved include: 9195653 pxc141000, 8660717 pxt281416. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for a pre-existing ruptured aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent treatment for multiple diagnoses; a distal type I endoleak of the left common iliac artery, a type ii endoleak reported to originate from two sources (several large right sided lumbar arteries, and one from a left renal vein to aorta fistulous tract) and a type iii endoleak of the right common iliac artery. A 12mm amplatzer plug was used to repair the fistulous tract between the left renal vein and the aorta. Coil embolization of lumbar arteries l2, l3, l5 was performed, and multiple large branches of the right posterior internal iliac artery were embolized with a combination of coils and onyx glue. The type iii endoleak involving the right common iliac artery was treated with placement of an additional contralateral leg component, and the distal type I endoleak involving the left common iliac artery also had an additional contralateral leg component placed to further extend coverage. The patient tolerated the procedure.